Event description:
Same case as MDR ID # 2134265-2014-00443. It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and heavily calcified right coronary artery (rca). An 8f unspecified guide catheter was used. Two stents were already implanted in the rca. One is an unspecified stent and another is an unspecified size promus element plus which was located more distally from the first stent and was implanted 45 days ago. A 1.50 mm rotalink plus rotablator plus was advanced to the lesion for rotational atherectomy. It was then noted that there was one stall upon removal of the 1.50 mm rotalink plus rotablator plus. Another the 2.0 mm rotalink plus rotablator plus was advanced for rotational atherectomy. However, upon pulling the device back to the proximal part of the vessel, significant resistance was encountered and the device was caught on the unspecified size promus element plus stent. It was noted that the stent had accordioned from the proximal to mid part. The 2.0 mm rotalink plus rotablator, the rotawire rotablator rotational atherectomy system and the 8f unspecified guide catheter were removed together as a single unit. Then another 7f non bsc guide catheter was advanced. A 1.5mm x 8mm and a 3.0mm x 12mm apex balloon catheters were advanced for dilation of the accordioned stent. Another 3.5mm x 32mm promus element plus stent was implanted and the procedure was completed. No patient complications were reported and the patient will be discharged the next day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).